Event description:
It was reported that during the implant attempt, the physician had difficulty extending the helix. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed. Analysis revealed that the lead was stretched. The inner insulation was kinked and buckled. There was blood in/on the helix/lobe mechanism. The lead was damaged at implant. Visual analysis revealed that the lead had been stretched so the inner tubing buckled and prevents the helix from functioning properly.